Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the hospital system wand had frayed wires. Pending update on replacement.